Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed in ada #site 28 of the patient's mouth, non-osseointegration was observed. The patient presented with type I bone and hygiene was excellent around the implant. Overheating of bone was involved in the event.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that one month after the dental implant was placed in ada #site 28 of the patient's mouth, non-osseointegration was observed. The patient presented with type I bone and hygiene was excellent around the implant.